Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the physician already reached at the papilla, he wanted to perform papillotomy and asked his assistant for the truetome 44. There was no visible tear when the device was taken out of the packaging. He inserted the device through the duodenoscope, and when was about to perform the papillotomy, it was noticed that the cutting wire broke. The device had no contact with the tissue as it was noticed directly. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed from the patient by the cutting wire was cut off first with side cutters. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.